Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that the jaws of the device did not open. It is not known if the device was applied to tissue at the time, and if so, how it was removed. There was no harm to the pt. Another device was opened and used.